Event description:
It was reported that shaft break occurred. The target lesion was located in the tortuous and calcified left anterior descending (lad) artery. A 3.50 x 28 synergy ii drug-eluting stent was advanced to cover the lesion. However, during the procedure the shaft of the stent was broken. The device was removed, and deployed another of the same stent and the procedure was completed. There were no patient complications reported. It was further reported that the target lesion was severely tortuous and moderately calcified with 90% stenosis. It was noted that the break occurred at the bi-segment point and the device was simply pulled out from the patient.

Event description:
It was reported that shaft break occurred. The target lesion was located in the tortuous and calcified left anterior descending (lad) artery. A 3.50 x 28 synergy ii drug-eluting stent was advanced to cover the lesion. However, during the procedure the shaft of the stent was broken. The device was removed, and deployed another of the same stent and the procedure was completed. There were no patient complications reported.

Manufacturer narrative:
Device evaluated by MFR.: synergy ous mr 3.50 x 28mm stent delivery system, catheter was returned to the complaint investigation site analysis. Visual, tactile and microscopic analysis was performed on the device. No issues identified with the hypotube shaft. No issues identified with the outer / mid-shaft sections or the inner lumen of the device. There was no sign of damage, stretching or lifting of the stent struts. Balloon cones were reviewed, and no issues were noted. Balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. No signs of movement, stent was set between the proximal and distal markerbands. Bumper tip showed no signs of distal tip damage. No device issues were identified during returned product analysis.

Event description:
It was reported that shaft break occurred. The target lesion was located in the tortuous and calcified left anterior descending (lad) artery. A 3.50 x 28 synergy ii drug-eluting stent was advanced to cover the lesion. However, during the procedure the shaft of the stent was broken. The device was removed, and deployed another of the same stent and the procedure was completed. There were no patient complications reported. It was further reported that the target lesion was severely tortuous and moderately calcified with 90% stenosis. It was noted that the break occurred at the bi-segment point and the device was simply pulled out from the patient.